Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (20 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2018 it was reported that the patient had withdrawal symptoms. The pump logs were checked by the office and showed pump stalls periodically over the last few weeks. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced, and the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor feedthru anomaly, shorting across insulator. If information is provided in the future, a supplemental report will be issued.